Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent emergent endovascular treatment of an symptomatic acute dissection extending from zones 3 to 9. The tevar indication was pain, refractory hypertension and malperfusion. Preoperatively the patient was experiencing leg ischmia, lower limb ischemia, myoischemia and renal ischemia. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted within zone 3, the primary entry tear in zone 4 was reported to have been covered. The patient also underwent branch treatment of the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and the right and left renal apteries (rra/lra). Post treatment of the branch vessels reported patency of all except for the lsa which was occluded and intentionally covered. During the procedure complications due to the ischemic conditions of the patient escalated to include leg compartment syndrome, leg ischemia emboli, renal ischemia and intestinal ischemia. Occlusion and infection of the access was reported. The patient received rx medical treatment, underwent bowel resection and major amputation. The patient was transfused with 9 units prbc transferred to the intensive care unit where he remained intubated for five days. The patient tolerated the procedure and was discharged to a rehabilitation facility on post operative day (pod) 45. The patient underwent follow up visits on unknown post operative day(s) pod(s): 45, 124, 165 on an unknown date, approximately pod 124, the patient was reported to have been admitted to nursing home. On an unknown date, approximately pod 165, the patient was reported to have expired. The cause of death is unknown however it is reported to be unrelated to the dissection.